Event description:
Per the field clinical specialist, approximately four years and two months post-transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the patient underwent a valve in valve procedure using a 20mm sapien 3 ultra valve due to calcification. According to the medical records, the patient underwent a transesophageal echocardiogram (tee) approximately four years and two months post-implant. The indication for the examination was suspected hypo-attenuated leaflet thickening (halt); no patient symptoms were reported. The tee findings demonstrated thickened and calcified leaflet tips with a mean gradient of 44mmhg. Apparent fusion of the neo-left coronary cusp (lcc) and neo-right coronary cusp (rcc) was observed, resulting in a functionally bicuspid valve. Mild central regurgitation was noted, with a centrally directed jet and aortic valve area by planimetry ranging from 0.74 to 1.12cm2. The progress note indicated a diagnosis of likely halt with a plan to continue eliquis; however, the formal tee report specifically described calcified leaflet tips.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The reported event of valve calcification was confirmed based on the medical records provided. In this case, available information suggests patient factors (hyperlipidemia, diabetes) likely contributed to the event as a patient medical history of hyperlipidemia and diabetes was reported in the medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.